Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg repositioning procedure. The device remains implanted and in service. No further information has been obtained.